Event description:
It was reported that the instant ice pack was activated, wrapped in a microfiber towel and pressed onto the end user's back, where it remained for 5-7 minutes. The end user experienced some discomfort after that time and noticed the following day that there was a red mark, which was starting to blister. The unit did not leak. The end user has not sought medical attention as of (B)(6) 2020. No skin products had been applied to the affected area 24 hours before or after the event. The unit was obtained less than 6 months ago from her doctor's office. The sample has not been received yet for evaluation. Should further information become available, a follow-up report will be submitted.